Event description:
The company received a report where a customer reported a failure of a 6dct where the flange detached from the tube. Covidien is pending additional info related to this report. Info provided to date does not confirm if the reported issue was identified during pretesting or during pt use.